Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss was reported. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a transmitter failure occurred. The probable cause could not be determined post investigation.